Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "I am writing about your 2.5 uncuffed ett. We recently went to a referral facility and picked up an infant which had been intubated with the 2.5 rusch ett. The pt had an unplanned extubation. After talking with the staff, they identified that there were inadequate markings on the tube. The 6 cm is marked however there is no 7 or 8cm with a line. The nurse read the 6 as a 9. The xray revealed that the pt was no longer intubated. The markings on the tube describe the 3.3 od and ID 2.5. Our neonatologists wanted me to notify you all that they feel this is a safety hazard for the tiny babies that we will utilize this tube on. Being able to identify where the ett is positioned is vitally important and it can be very traumatizing to have to reintubate these babies' multiple times. Thank you so much for taking the time to read our concerns."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "I am writing about your 2.5 uncuffed ett. We recently went to a referral facility and picked up an infant which had been intubated with the 2.5 rusch ett. The pt had an unplanned extubation. After talking with the staff, they identified that there were inadequate markings on the tube. The 6 cm is marked however there is no 7 or 8cm with a line. The nurse read the 6 as a 9. The xray revealed that the pt was no longer intubated. The markings on the tube describe the 3.3 od and ID 2.5. Our neonatologists wanted me to notify you all that they feel this is a safety hazard for the tiny babies that we will utilize this tube on. Being able to identify where the ett is positioned is vitally important and it can be very traumatizing to have to reintubate these babies' multiple times. Thank you so much for taking the time to read our concerns."